Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cystectomy procedure they did see that the white teflon started to go away. They did use another identical device to complete the procedure. No pt consequences.